Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was prescribed oral antibiotics (B)(6) 2014 due to an infection at the abutment site. The implanted device remains.